Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 13.7mm, micl13.7, -11.0 diopter, implantable collamer lens was implanted into the patients eye and two weeks later the surgeon exchanged the lens for a shorter length lens due to vault, lens was too large. This exchange resolved the problem.

Manufacturer narrative:
Sex of patient should have been entered as female in initial medwatch report. Device evaluation: lens was returned in a specimen cup in liquid with clear surgical residue on the lens. Visual inspection found the lens haptic torn. (B)(4).

Manufacturer narrative:
(B)(4).